Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking; as customer "may have pierced the bag." Subsequently, the customer experienced an elevated blood glucose level range of 934-938 mg/dl, diabetic ketoacidosis, and was admitted to the hospital. The customer was treated with intravenous saline and insulin and released on (B)(6) 2021 with no permanent damage. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy.